Event description:
It was reported that when the programmer was placed on a counter it triggered the "auto faucet" and the programmer got wet. After it dried out an interrogation was attempted on a defibrillator and the programmer changed to emergency/vvi pacing mode on its own. The programmer was returned for service. Follow-up verified that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up with an error, the error cleared after the xy board was replaced. There was corrosion inside of the programmer and the tab on the power cord bay was bent. The device was scrapped due to corrosion. (B)(4).